Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: the patient initials is unavailable. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause for the deviations experienced in the or is a platform shift that happened after scanning was completed. The registration results were acceptable and cannot explain the observed shifts. The fixation method to the right asis was not deep enough. The fact that not all the trajectories deviated to the same direction and by the same amount, further highlights platform shift as the cause. However, patient shift cannot be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a patient returned to the site to have revision surgery completed as two screws were inserted medially on the left side of the l3 and l4. The right side l3 and l4 appeared lateral as well, but only slightly. There was no delay. Additional information was received stating that the deviations were corrected before the procedure ended, so there were no subsequent issues to the patient as a result of the screw deviations. The deviations were below 3.5mm. After the manufacturer representative spoke with more experienced specialists and explaining the situation to them, the consensus was that this issue occurs when a surgeon is either retracting too much and causing a shift in the vertebras or the doctor could be leaning on the patient too much considering everything during the guidance system's portion of the case worked optimally.